Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker and another manufacturer right ventricular (rv) lead had a lead safety switch for high impedance greater than 2000 ohms. Review of the ventricular tachycardia (vt) episodes found minute ventilation (mv) oversensing that caused pacing inhibition that lasted two seconds, where the patient was light-headed. Additional information determined that reprogramming was performed and the mv sensor was turned off. The issue had resolved, and the plan was to continue normal device follow-up. The device remains in-service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.